Event description:
It was reported that this right atrial (ra) lead was fractured. There was no further information or intervention made as of the moment. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.